Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in spain: "a nurse has a needle stick." "After the punction the nurse has a needle stick injury because the safety system (shield) doesn´t work propertely. The shiel doesn't work in 3 catheters and with 1 was the accident. In all of them, when withdrawing the needle, they felt resistance and that "something" scrape. I´m sending one sample of the same batch (the last one the client have, but in this sample the safety device worked ok, it is a new catheter and it was open just to see if the scraping appears."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Received one used introcan safety pur 20g, 1.1x32mm-EU in open packaging. The received sample was taken to a visual inspection. We detected no damages or other deviations at the sample. At the received sample the cannula was already pulled out of the capillary housing. The clip was activated on the cannula tip. Furthermore, the clip was manual deactivated and the safety clip was taken to a function test (sliding the safety clip on the needle). It was easily possible to slide the safety clip on the needle respectively to fix the clip on the tip of the needle. The special feature of a self-activating safety clip that automatically covers the needles sharp bevel was given. The safety clip is in end position on the needle tip after function test. In dependence on the sap test plan (test method 109040_clip function test for ivc safety versions) the needle with the activated safety clip was pushed against a stretched rubber glove. The needle respectively the safety clip did not puncture the rubber glove. Reviewed the device history record for batch number 20n07g8271 and there were no defect encountered during in process and final control inspection. Summary and assessment: since we detected no damages, manufacturing- or function faults at the received sample, we assume of a problem during the application. Based on the conducted investigations the tested sample is within the specification. Therefore the complaint is considered as not confirmed.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4): the complaint is still under investigation. A follow-up report will be provided, as soon as investigation has been completed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6): "a nurse has a needle stick." After the punction the nurse has a needle stick injury because the safety system (shield) doesn´t work properly.